Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol (intraocular lens) was explanted from the patient's right eye due to them experiencing glare. The explanted iol was discarded. The replacement lens is a different model diu225 +14.5 diopter. No further information was provided.